Event description:
The recipient is reportedly electing explant surgery due to lack of benefit. Explant surgery will be scheduled. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was explanted. The recipient is doing well. The external visual inspection revealed top cover silicone slices, bottom cover silicone damage, and the electrode was severed near the array prior to receipt. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.